Manufacturer narrative:
(B)(4). Batch # n93g3e. The analysis results for the el5ml device found that it was returned with the shaft damaged. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed 4 conforming clips. Upon testing, the jaws open and close without any difficulties. In addition, the device locked out as intended. The instrument was disassembled; no more anomalies were noted. No conclusion could be reached as to what may have caused the reported incident. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a laparoscopy procedure, the clips do not close completely on tissue. No hemostatic effect. A test was performed outside the patient and the clips were closed properly but once on tissues, they do not close anymore. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4).